Manufacturer narrative:
Investigation results: this product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a product performance issue; please refer to the description for more information regarding the specific circumstances of this event. Device history record. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review. A risk review was completed and confirmed that the event of failure to capture was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture and high capture thresholds. A computed tomography (CT) scan revealed lead perforation. Patient complained of discomfort and chest pain. This rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Product investigation is currently underway. A supplemental final report will be filed upon investigation completion.

Event description:
It was reported that this right ventricular (rv) lead exhibited failure to capture and high capture thresholds. A computed tomography (CT) scan revealed lead perforation. Patient complained of discomfort and chest pain. This rv lead was explanted and replaced with a new lead. No additional adverse patient effects were reported.